Event description:
On (B)(6) 2011, a spontaneous report was received regarding an (B)(6) old female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included high blood pressure. The pt's skin type was not reported. Concomitant medications included diovan (valsartan) 80 mg once daily. The pt received a 1 ml injection of restylane on (B)(6) 2011 to the bilateral nasolabial folds. Pre-procedure medications included an unspecified cream "to make the skin numb." No add'l procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2011, after the implantation, the pt developed a "hard blob" on one side of her nasolabial fold and no results at all were noted on the other side. On (B)(6) 2011, when the pt woke up, her left eye was "completely shut." On (B)(6) 2011, the pt was seen by her healthcare provider, who checked the pt's eye pressure. The pt was diagnosed with a "burst blood vessel inside the eye" and advised to apply ice and message the area. The lot number and exp date were unk. The pt refused to provide health care provider contact info.

Manufacturer narrative:
Company comment: the event of eye haemorrhage has been assessed as unassessable as the pt refused to provide health care provider contact info for confirmation. Unable to medically confirm. Additionally, loss of effect cannot be assessed without objective medical eval. Add'l: p040024.